Event description:
It was reported that the patient sustained a second-degree burn from the spinal cord stimulator (scs) charger. The patient informed that they tucked the charger into their pants and it got really hot during charging. The patient then noted sensitivity and redness at the implant site and went to the emergency room. Steroid cream was applied which helped a bit and the patient was also advised to use bacitracin ointment for healing. The patient was educated on best practices for charging. Additional information was received that the burn site has improved and healing was observed. The patient was doing well. No next course of action.

Event description:
It was reported that the patient sustained a second-degree burn from the spinal cord stimulator (scs) charger. The patient informed that they tucked the charger into their pants and it got really hot during charging. The patient then noted sensitivity and redness at the implant site and went to the emergency room. Steroid cream was applied which helped a bit and the patient was also advised to use bacitracin ointment for healing. The patient was educated on best practices for charging.